Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of keypad anomaly and audio beep anomaly. The customer's blood glucose reading was unknown. The customer stated that he received constant faint beeping sounds. When the customer clicked the buttons, none were responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.